Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a surgeon had patients with increased iop during post-op visit. This phenomenon has been observed in multiple patients over the last 3-4 weeks. In the surgeon's opinion, the issue maybe linked to the viscoelastic used during the surgery. Reportedly, the surgeon has had difficulty getting the product out of the eye when vacuuming. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information was requested and has not been received. The device was not returned to b+l; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.